Event description:
(B)(4). Same case as: 2134265-2011-04412, 2134265-2011-05566. It was reported that post a coronary stenting treatment procedure, the patient experienced myocardial infarction. The target lesion being treated was located in the mid right coronary artery (rca) extending into the distal rca. The lesion was 99% in-stent restenosis of a previously placed bare metal stent, 3.0mm in diameter and 70mm long. During the index procedure, the physician was unable to cross the lesion with a pt2 moderate support (ms) guidewire. A non-bsc guide wire was inserted in the arterial lumen, but was unable to cross the lesion even with the support of a 1.5x15mm apex balloon. A pt2ms guide wire was tried alongside the balloon but was unsuccessful. The physician inserted a pt graphix ss wire, which passed through the stenosis. Predilation was performed with a 1.2x8mm non-bsc balloon at 16 atm. The distal segment was also dilated with a non-bsc 2.0x15mm balloon, 2.5x20mm balloon and a 3.0x20mm quantum balloon. It was noted that a type c dissection occurred in the area of the calcified stenosis. Further dilation was performed with the 3.0x20mm quantum balloon and a balloon burst occurred. The physician implanted a 3.0x32mm taxus element stent proximally overlapping with a 3.0x38mm taxus element stent. Post dilation was performed. Residual stenosis was 0%. One day later, the patient had elevated troponins. Cardiac enzyme elevation was consistent with protocol definition of myocardial infarction (peak troponin= 1.46 ng/ml, uln= 0.11 ng/ml). Per source, the patient had elevated troponin value of 1.60 ng/ml. The patient did not experience ischemic symptoms. No action was taken to treat the event. The patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
Device is a combination product. Patient identifier - (B)(6). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).